Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: all channels cfu: 2 bacterial identifications: micrococcaceae based on the results of the investigation, device damages (i.e., cracks, scratches) could be a source of microorganisms. Without cds information from the customer, we are unable to correlate any possible lapses in reprocessing with the validated procedure as described in the IFU (instructions for use). Identification of pseudomonas aeruginosa by the customer does raise concerns about final rinse water quality and/or their endoscope drying process. A root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, on (B)(6) 2025, the colono videoscope tested positive for 1 colony forming units (cfus) of pseudomonas aeruginosa in the multi channel and 15 cfu of pseudomonas aeruginosa in the aspiration channel. The device was retested on (B)(6) 2025 and it tested positive for 5 cfus of pseudomonas aeruginosa in the aspiration channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.